Manufacturer narrative:
Device evaluation and functional testing performed by the arjo technician did not recreate the alleged issue. No device failure that could contribute to the reported movement was found. In summary, the arjo device failed to meet its performance specification since the bed moved unintended. The citadel plus bed was used for the patient treatment and played a role in the reported event. The complaint was decided to be reportable due to the allegation of the unintended bed movement.

Event description:
Following information reported by the end user, the citadel plus bed moved to the sitting position without any control buttons being pushed. There was a patient on the bed. No injury was reported.